Event description:
The manufacturer received information alleging particles in tubing/chamber related to the CPAP device's sound abatement foam. User reported would not blow air. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber and wouldn't blow any air out related to a CPAP device's sound abatement foam. Patient also allged that they have been having side effects from using the device. Patient says the air pressure is too low and it cant be fixed. Patient has been nauseated, throat has been very dry and cant sleep during the night because it is hard for him to breathe and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer hung up and terminated the call before asking gfe related questions. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.